Event description:
The customer stated that his meter was reading high. While troubleshooting, he performed normal control tests and received results of 208 and 177 mg/dl. The normal control range is 86-116 mg/dl. The customer did not allege any adverse events due to the readings. The strips were returned for evaluation, and replacement strips were sent.

Manufacturer narrative:
This complaint was not made a potential until qa evaluated the test strips, so it will be submitted past the 30 day window. The qa lab found the strips to be an average of 114 mg/dl high out of specification. The control results were satisfactory using iqa retention samples.